Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where the introducer needle was hard to remove. This resulted in needle fracture as patient tried to remove the needle. No further information available.